Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and shocks due to oversensed noisy signals. Technical services (ts) was consulted and noted the patient recently had a device changeout, and measurements from the device prior were stable. With the new device, low pace impedance measurements that remained within normal limits were found, and noise appeared for the rv pacing, sensing, and shock channels. Ts suspected a setscrew issue and requested a chest x ray to determine if the header and connection were also a cause. The physician turned off tachy therapy until a root cause has been determined. No additional adverse patient effects were reported. This rv lead remains in service.